Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after the ventilator is turned on, an alarm is triggered. The self check for airtightness has passed, but the flow sensor test has failed. It occurred during testing. No patient involvement.